Event description:
Clinic notes dated (B)(6) 2012 reported that the vns patient's mother stated that there were some changes in the past 6-8 months. Mom stated that he stated to have grand mal seizures again after he started to have rem sleep. Mom is not sure how often he is having a grand mal seizure. He will have the seizure for 2 minutes and then the body will relax and then he will go back into another seizure 2-3 times. Patient will also have drop attacks at the nursing home where he will fall and hurt himself which will last a couple of seconds and then he is up again. Mom has noticed when he has a seizure his blood sugar will be elevated. She states that the blood sugar is getting harder to keep under control. The physician's assistant dictated that the vns does not really seem to help. The relationship of the increased seizures to vns is unclear. The patient's two anti-seizure medications were reported to not be keeping the patient under control at that time. No interventions were noted. Good faith attempts for additional information have been unsuccessful to date.